Manufacturer narrative:
Device received no button response (act) due to corroded keypad traces. Unable to verify frozen screen due to no button response.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had frozen blank display. The customer¿s blood glucose level was 7.2 mmol/l. The customer reported that she was getting a button error on the pump and the pump was beeping continuously and the keypads was not moving at all, they tried to follow the troubleshooting for keypad anomaly but the troubleshooting direct them to frozen display. The troubleshooting was performed for frozen display. The customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.